Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the followings in the evaluation of the subject device. Impression and cracks on the instrument channel outlet. Dents on the instrument channel port. Scratches inside the instrument channel port. Dents on the distal end cover. There was no damaging, deformation and scratches inside the instrument channel. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbe. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the followings in the evaluation of the subject device. Too much play in the angulation mechanism. Peels of the glue on the bending rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".